Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat ck-mb cartridges that yielded suspected discrepant results on a (B)(6) male patient with cancer. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. Method:I-stat, time:1545, ck-mb: 40.4, sample: a. I-stat, 1730, 0.4, a; I-stat, 2212, 0.2, b. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/04/2016. Customer returns and retain product was tested and are functioning according to specification..

Event description:
Na